Manufacturer narrative:
(B) (4). (B) (4): result: product performance engineering was unable to perform an evaluation at the time of this report. Evaluation summary: quality assurance analysis revealed that stent delivery system (sds) was returned with blood in the guide wire lumen and on the distal shaft and balloon. There was contrast in the inflation lumen and balloon. The stent implant was not returned. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was a longitudinal rupture 1 cm long, 1 mm proximal to the distal marker. There were no scratches found. There was a kink in the shaft 1.5 cm proximal to the guide wire exit notch. There was no damage noted to the sds. The guiding catheter used during the procedure was not returned. The sds could not be advanced thru a new guiding catheter due to the rupture. The xience sds was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/balloon rupture has caused or contributed to pt injury previously. Device issue: stent dislodgement/balloon rupture. It was reported that resistance was experienced while advancing the stent delivery system through the guiding catheter, close to the aortic arch. The device was removed and the distal end of the stent was observed to be damaged. There were no pt effects. No additional event or pt info is available. This event will be conservatively filed with the FDA due to analysis of the returned device which revealed a dislodged stent and ruptured balloon.